Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery charged slower than expected resulting in the pump shutting down. Additionally, battery gauge was fluctuating. The customer's blood glucose level was 60 mg/dl. The customer reverted to an alternate method of insulin therapy.